Manufacturer narrative:
H4: device manufacture date: may 14, 2020 - may 15, 2020. H10: the device was received containing 3ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. When the blue winged luer cap was removed, evidence of continuous flow of fluid was observed coming out of the distal luer. A functional flow rate test was performed and the results were within the product specification range. No evidence of air bubbles was observed in the tubing line during the flow test; evidence of continuous flow of fluid was observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there were air bubbles in the line of a large volume intermate during treatment. It was further reported the infusion was stopped several times to knock out the air bubbles. The device contained meropenem. There was no patient injury or medical intervention associated with this event. No additional information is available.